Event description:
A letter was received from lifescan-milpitas, ca that reported a customer in a foreign country was receiving results from the esprit system that were different from a fastake system. The caregiver reported that the customer has been an insulin dependent diabetic for 8 yrs and is responsible for monitoring their blood sugar. The customer has had a routine 3 month check of their blood sugars and had a hba1c of 13.1 during their check on the event date. On event date the customer was admitted to a hospital to be placed under observation. During this period blood glucose measurements were taken before each meal and at midnight with the fastake system. The following results were reported: on event date esprit and fastake were: 22.8 mmol/l, 18.8 mmol/l; 4.3 mmol/l, 9.9 mmol/l. One day after the event day esprit's and fastake's were: 3.7 mmol/l, 9.0 mmol/l; 9.0 mmol/l, 7.6 mmol/l; 15.4 mmol/l, lo; 21.1 mmol/l, 14.4 mmol/l; 23.4 mmol/l, 2.0 & lo. Two days after the event date esprit and fastake were: 17.4 mmol/l, 7.7 mmol/l.